Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and uterine cancer ('tumor / teratoma / cancer type: pre-cancer cells on uterus') in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast disease, melanoma, pap smear abnormal, menorrhagia and dysfunctional uterine bleeding. Concomitant products included folic acid, loratadine, pseudoephedrine sulfate (claritin-d allergy) and prednisone. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), urticaria ("hypersensitivity reaction type: hives, rashes or skin conditions type: hives,/ allergies-hives"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine/ migraines"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headache"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain lower ("abdominal cramping") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation,bilatera salpingectomy,hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the genital haemorrhage, uterine cancer, hormone level abnormal, urticaria, nausea, dysmenorrhoea, weight increased, headache, migraine, allergy to metals, fatigue, dysfunctional uterine bleeding and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urticaria, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nickel allergy, fatigue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet received. Events per pfs: dysfunctional uterine bleeding and abdominal cramping. Events onset date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and uterine cancer ('tumor / teratoma / cancer type: pre-cancer cells on uterus') in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast disease, melanoma, pap smear abnormal, menorrhagia and dysfunctional uterine bleeding. Concomitant products included folic acid, loratadine, pseudoephedrine sulfate (claritin-d allergy) and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain") and experienced genital haemorrhage ("abnormal bleeding (general)"), urticaria ("hypersensitivity reaction type: hives, rashes or skin conditions type: hives,/ allergies-hives"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine/ migraines"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and pelvic pain ("pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headache"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain lower ("abdominal cramping") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation,bilatera salpingectomy,hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine cancer, genital haemorrhage, hormone level abnormal, urticaria, nausea, dysmenorrhoea, weight increased, headache, migraine, allergy to metals, fatigue, dysfunctional uterine bleeding, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urticaria, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nickel allergy, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received : events added- pelvic pain. Events onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and uterine cancer ("tumor / teratoma / cancer type: pre-cancer cells on uterus") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast disease, melanoma, pap smear abnormal, menorrhagia and dysfunctional uterine bleeding. Concomitant products included folic acid, loratadine, pseudoephedrine sulfate (claritin-d allergy) and prednisone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("hypersensitivity reaction type: hives, rashes or skin conditions type: hives,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), headache ("headache"), migraine ("migraine"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have uterine cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (ablation,bilatera salpingectomy,hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, uterine cancer, hormone level abnormal, urticaria, nausea, dysmenorrhoea, weight increased, headache, migraine, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urticaria, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.515 kgs. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nickel allergy, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and uterine cancer ("tumor / teratoma / cancer type: pre-cancer cells on uterus") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast disease, melanoma, pap smear abnormal, menorrhagia and dysfunctional uterine bleeding. Concomitant products included folic acid, loratadine, pseudoephedrine sulfate (claritin-d allergy) and prednisone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("hypersensitivity reaction type: hives, rashes or skin conditions type: hives,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), headache ("headache"), migraine ("migraine"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have uterine cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (ablation, bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, uterine cancer, hormone level abnormal, urticaria, nausea, dysmenorrhoea, weight increased, headache, migraine, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urticaria, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : nickel allergy, fatigue. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : lot number added, aka name added, reporter added, patient demographic updated, essure removal date added, case become valid as event injury nos was replaced with events abnormal bleeding (vaginal, menorrhagia,genital hemorrhage, abnormal bleeding (general), hormonal changes, hives, nausea, dysmenorrhea , uterine cancer, nickel allergy, migraine, headache, fatigue, weight gain. Concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.